Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent aorto-mesenteric anastomosis procedure on (B)(6) 2015 and suture was used. During the procedure, thread broke while tightening the first node. The artery was damaged and 200cc of blood loss occurred. Anastomosis was completed with another suture. Additional information has been requested.

Manufacturer narrative:
It was reported that the artery was completely re-sutured with another suture. Conclusion: representative samples were received for evaluation. Visual and functional examinations were performed and samples met the specified requirements.